Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the caution, negative uf alarm. Homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass a caution, negative uf alarm. There is also a warning that states "bypassing a caution: negative uf alarm can leave fluid in the peritoneal cavity and results in an iipv situation." If any additional relevant information is received, a follow-up report will be sent.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:31:47. During night drain cycle three, the patient's ultrafiltration reading was 1500 ml, indicating the home patient (hp) drained 1500 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.